Event description:
It was reported that an asymptomatic patient presented in the emergency room after receiving inappropriate high voltage therapy due to post-paced t-wave oversensing. Low r-wave was also noted. The lead was capped.